Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: unknown.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in 2012 it took three times for the patient to get " this implant". The caller stated in 2012 during the first implant surgery, the patient was given fentanyl and they found out patient was allergic to it because the patient had respiratory arrest. On the 3rd time, it was found one of the leads was not in the right spot and was crushed.